Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms could not be checked due to the motor being erratic, the head and neck were removed from the device to check the rpms and the rpms were in specification and steady and the spring seal and bearing were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during testing the motor was not working. Investigation found the motor was erratic. No adverse event was reported as a result of this malfunction.